Manufacturer narrative:
(B)(4). Sample is expected to be returned for analysis.

Event description:
Customer reports that tube is abnormally crooked at the tip (distal end that goes into patient). This was recognized pre-insertion. No patient involvement.